Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pacing pause was observed when the patient's rhythm changed from atrial fibrillation to normal sinus rhythm. The physician elected to take no action. The patient's condition was stable.